Event description:
Report received from (B)(6) stating that the device "cannot remove cutter" and an attachment "does not rotate with this motor." The device was not being used during surgery. It is unknown if injury or medical intervention occurred. It is unknown if a delay in surgery occurred as a result of the device issue. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).